Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing throat irritation, markings on the lungs. The patient has alleged to seeing particles in the tubing and chamber. The patient did report to receive medical intervention and saw a physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.